Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during the prime/delivery test due to faulty forced sensor resistor. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin was not delivering. Customer's blood glucose was 15 mg/dl. Insulin pump would be replaced per customer's request.